Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they received erroneous results for four patient samples tested for troponin t stat (short turn around time) - tnt stat on an e601 analyzer. The results from the samples were high. The customer stated that they typically collect another sample 4 hours later from patients who initially test positive to run on another e601 analyzer. The first sample initially resulted as 0.044 ng/ml and this value was reported outside of the laboratory to the doctor. A second sample was collected from the patient and tested on another e601 analyzer, resulting as <0.010 ng/ml. The original sample was then repeated on the other e601 analyzer, resulting as 0.010 ng/ml accompanied by a data flag. The second sample initially resulted as 0.049 ng/ml and this value was reported outside of the laboratory to the doctor. A second sample was collected from the patient and tested on another e601 analyzer, resulting as <0.010 ng/ml. The original sample was then repeated on the other e601 analyzer, resulting as 0.010 ng/ml accompanied by a data flag. The third sample initially resulted as 0.059 ng/ml and this value was reported outside of the laboratory to the doctor. A second sample was collected from the patient and tested on another e601 analyzer, resulting as <0.010 ng/ml. The original sample was then repeated on the other e601 analyzer, resulting as 0.010 ng/ml accompanied by a data flag. The fourth sample initially resulted as 0.046 ng/ml and this value was reported outside of the laboratory to the doctor. A second sample was collected from the patient and tested on another e601 analyzer, resulting as <0.010 ng/ml. The original sample was then repeated on the other e601 analyzer, resulting as 0.010 ng/ml accompanied by a data flag. A heparin drip was administered to patients one and two based on the event. It was asked, but it is not known if these patients were adversely affected due to receiving the heparin drip. No adverse events were alleged. The tnt stat reagent lot number was 12538801, with an expiration date of 01/31/2017. The field service representative could not determine a cause. He found debris in tubing on the analyzer. He adjusted the gear pump pressure, cleaned a probe, and replaced a seal. He performed general cleaning of rinse baths and verified rinse volumes. He ran performance testing and precision studies. The operator ran a calibration quality controls; results were verified. The field service representative noted that the reagent pack was calibrated on (B)(6) 2016 and had high control recovery. The pack was recalibrated on (B)(6) 2016 with a high calibration factor and controls recovered closer to the expected mean. He suggested replacing the reagent pack and the customer did this. A specific root cause could not be determined based on the provided information. Discrepant high results for this assay are typically caused by carryover. Since debris was found in tubing, this indicates that an improper sample had been processed and could lead to contamination of the analyzer. As the field service representative also indicated an issue with the reagent pack itself, this could also explain the discrepancies.